Manufacturer narrative:
According to the customer, the foot of the bed is no longer raising and the cable to the motor box is frayed. Customer states the cord was so hot she could barely handle it to unplug it, and it shocked her hand all the way up to her shoulder replacement. She was nervous the bed would catch fire. Customer stated no medical care was needed and she is "ok." No additional information at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the foot of the bed is no longer raising and the cable to the motor box is frayed.